Manufacturer narrative:
H6 - code d1102: IFU for gore® viabahn® endoprosthesis with heparin bioactive surface warnings section state: forcefully pulling the deployment line, especially if excessive resistance is encountered, may result in bowstringing, inaccurate placement, or breakage of the deployment line leading to inadvertent, partial or failed deployment of the endoprosthesis, which may require additional endovascular procedures or surgical intervention.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6: code b20: device remains implanted and no image were provided; therefore, direct product analysis was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, during treatment of an in-stent stenosis a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) and gore® viabahn® vbx balloon expandable endoprosthesis (vbx device/stent) were used. Access site for the viabahn device was from the patient's arm. As reported, a pre-existing bare metal stent implanted prior to 2016 (exact date unknown/unknown manufacturer) was in the external iliac artery. The target lesion was pre-dilated and a 7fr terumo sheath was used to advance the viabahn device over a stork guidewire. The viabahn device was placed at the target lesion and the deployment was started. The viabahn device expanded except for a small section at the proximal end as the deployment line was stuck. The physician manipulated the catheter back and forth in an effort to release the line and catheter. The delivery catheter was released then removed. In attempts to fully expand the viabahn stent, a terumo balloon, a 10mm then a 12mm conquest balloon were used. The partially expanded device was left in place as adequate blood flow was achieved after ballooning. As reported, it is unknown if all of the deployment line was removed from the patient. The patient tolerated the procedure and is reported to be doing well. As reported, the physician suspects the deployment line was wrapped around the expanded viabahn stent, preventing full expansion.